Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer initially reported that there was no power from their mx40 device and it was missing the plastic casing on the battery compartment. On (B)(6) 2015, the information from the field confirmed an audio issue with their mx40 device. There was no patient involvement.

Event description:
The customer initially reported that there was no power from their mx40 device and it was missing the plastic casing on the battery compartment. On (B)(6) 2015, the information from the field confirmed an audio issue with their mx40 device. There was no patient harm reported by the customer.